Event description:
Information received from the field does not address the patient's clinical status but notes telemetry noise with the main ti ming event marker diagram showing multiple atrial spikes during auto mode switching.